Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) found fiber optic cable error during use. Fse replaced fiber optic cable assembly (d012-00-1562). Unit passed all functional and safety tests per factory specifications. Unit returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had issues with the fiber optic cable. There was no patient harm reported